Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the most recent date in the pump history was inaccurate. Reportedly, the most recent date identified was (B)(6) 2008. The customer reported a blood glucose (bg) level of 443 mg/dl. However, the customer's high bg level was unrelated to the pump or supplies. The customer reported currently being on manual injections and was not using the pump at the time of the event. The customer will continue to use manual injections to resume insulin therapy.